Event description:
An email was received from a healthcare provider stating a patient was found unconscious by a family member. The patient was taken to the ER. There was no further information at this point. A voice mail was left for the reporter to contact animas. This complaint is being reported because the patient reportedly had symptoms that can be suggestive of hypoglycemia while he/she managed his/her diabetes with the animas product.

Manufacturer narrative:
Animas has conducted a review of the device history record on (B)(6) 2011 for this pump and confirmed that it was operating within required specifications at the time of release.